Manufacturer narrative:
Batch review performed on 27 feb 2026. Cup: mpact 01.32.152dh acetabular shell d 52 two-holes (k132879) lot. 2348598: (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 2029-may-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hc4 offset 4mm pe hc liner d 36/e (k183582) lot. 2401987: (B)(4) items manufactured and released on 12-mar-2024. Expiration date: 2029-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At1 year 5 months from primary, thepatient underwent revision surgery due to infection. All implants were removed, and competitor`s devices implanted.